Event description:
It was reported that during a procedure the ultrasonic scalpel "worked intermittently, it tested good to start but failed intra-op." No patient injury was reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. A visual examination of the device revealed biological material from use on the distal tip and an indention in the teflon pad. The scalpel's activation was tested on a generator and the device passed initial testing the device was successfully activated with the foot pedals; however, the min button activated intermittently, confirming the reported issue and isolating the failure to the msa. The device was then disassembled and the min circuit was found to be damaged. It could not be conclusively determined when the damage to the circuit occurred or what caused the damage. One potential cause of the damage could be the result of an inadvertent shock to the device (i.e. Impact) or abnormal stress of the component. A review of the lot control sheet for the reported device serial number indicated the device passed all inspections prior to release from sss. The reported event is not occurring more frequently or with greater severity than is usual for the device.